Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -9.5/+1.5/088 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on 27-jun-2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)# - 00841542125826 should be added to the initial MDR.